Event description:
It was reported that during a procedure using a coblator ii controller, the unit started alarming when connected. This issue caused a 30 minute surgical delay while a backup unit was obtained. There were no patient complications reported as a result of this event.